Event description:
The manufacturer received information of a ventilator alarming. The device was not in pt use. (Out of box failure).

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.